Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of undersensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this system, with a cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, exhibited under sensing of a ventricular arrhythmia where anti-tachycardia pacing therapy was delivered, nonetheless, arrhythmia continued. The patient required external rescue intervention but was already at the hospital for a different medical issue at the time. Technical services confirmed the under sensing and noted that the device was already programmed to its most sensitive setting. They also observed that the rv electrogram resembled noise, raising concern for potential oversensing. No additional adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this system, with a cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, exhibited under sensing of a ventricular arrhythmia where anti-tachycardia pacing therapy was delivered, nonetheless, arrhythmia continued. The patient required external rescue intervention but was already at the hospital for a different medical issue at the time. Technical services confirmed the under sensing and noted that the device was already programmed to its most sensitive setting. They also observed that the rv electrogram resembled noise, raising concern for potential oversensing. No additional adverse patient effects were reported. This system remains in service.